Event description:
On (B)(6) 2014, the reporter contacted animas alleging ems intervention after multiple occlusion alarms. The reporter indicated that the occlusion alarms were occurring with the delivery of boluses and troubleshooting indicated that the occlusions appeared to be related to the current infusion set/site. Animas does not manufacture the patient's infusion set. The reporter indicated that during the 4 occlusions, the pump had delivered approximately 6 of the programmed 10 units. The reporter also indicated that when attempting to resume insulin delivery, 2 primes were given in the amounts of 5.9 units and 5.7 units. During troubleshooting, it appeared that the patient may have received approximately 24.2 units of insulin due to the bolus, occlusion alarms, and priming while attached. The patient¿s blood glucose at the start of the issue was 465 mg/dl and the reported insulin sensitivity factor was 1 unit to 25 mg/dl indicating that the patient was at risk for hypoglycemia. The reporter indicated that the ems planned to transport the patient as a precaution. This report is made based on the allegation that the patient sought medical intervention after inadvertently infusing additional insulin from the pump related to pump alarms.

Manufacturer narrative:
The pump has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump user guide instructs the user to never prime while attached at the site.